Event description:
This complaint was forwarded by (B)(6). (B)(6) from the injecting facility reported that a female pt was treated with radiesse in the jowl sulcus area on (B)(6) 2011. She had 0.3 cc each side and has swelling on one side about the size of "10p piece." It was not warm to touch but was visible. On (B)(6) 2011, an update was received from (B)(6). Add'l pt/event info was received from (B)(6). The pt had previous face lift and treatment with juvederm, dates unk. She was injected with 0.3 ml of radiesse on each side, pre jowl sulcus; lot number 1021241. Lidocaine 4% plain, 0.05, 0.3 ml was used. On (B)(6) 2011, the pt developed a lump and swelling the size of a "10 pence coin" initially at the injection site on one side of face, then bilaterally. It was painless initially, and then became painful. She was diagnosed by "gp" with granuloma and treated with oral antibiotic; name, frequency, dose and duration were not provided. The event resolved on (B)(6) 2011.

Manufacturer narrative:
The device history records for lot 1021241 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.